Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini tower 2 door latches failed. A field service engineer replaced the latches on mini tower 2 door were replaced. The storage space was successfully recovered. Functionality was verified and confirmed by the user through testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower doors failed, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.